Event description:
The customer stated that the architect c8000 analyzer generated a calcium result of 0.90 mmol/l which was reported. The next day the sample was repeated, and the calcium result was 2.14 mmol/l.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.